Manufacturer narrative:
Product analysis : motor found noisy motor shorted bearing corroded could not pass hi-pot and too dirty. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bur wobbles in the drill during operation. There was no patient impact. There was no delay in the surgical procedure and back up device was used to complete the procedure.